Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of set leaked due to a pin hole and the end of the IV set broke off inside the hub of the PICC could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Customer reported fluid leaked from a pinhole approximately 4 feet down from the top of the IV set and the end of the IV set broke off inside the hub of the PICC. Reported d51/2ns with 20 meq kcl was infusing at 84 ml/hr at the time the leak was noted, unk how long the set had been in use. Event occurred in 8north, ent/plastics unit. There was no pt harm reported and no medical intervention was required. Although requested, no additional event or pt information provided by the user.